Event description:
A patient's wounds have gotten worse while using arjo system. The patient has a history of pressure injury since 2021. The staff decided to move the patient back to the previous mattress, since they saw a progress on the previous non-arjo mattress. No device issue was found.